Event description:
It was reported that during a bariatric surgery through video laparoscopy (by pass) procedure, when performing the second stapling with blue load, at the stomach region, the stapler did not open. It performed the cut and the stapling; however, it did not open. The surgeon could remove the closed stapler and opened another one. A new stapler was opened to complete the procedure. The patient did not have any serious event.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned inserted through a b12lt trocar and in good visual condition. An ecr60b cartridge was received loaded on the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon could remove the closed stapler and opened another one, justifying in the patient report that this stapler presented defect. The patient did not have any serious event and the patient is well.